Event description:
Boston scientific received information that this brady lead had dislodged. This lead was reportedly picking up the ventricular activity and pacing the atrium. An x-ray confirmed the atrial lead fell into the ventricular lead. The physician was not able to reposition the original atrial lead so decided to explant the lead. A new lead was implanted. No adverse patient effects were reported. The event and explant dates provided did not make sense so they were left out of this report.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a damaged is-1 connector pin. Mechanical forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the is-1 connector pin was found to be damaged. The analysis did not reveal any sign of a material or manufacturing problem.